Event description:
It was reported that the device was broken. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, air in line, door latch, rear case, membrane frame, iui right, iui left. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16mar2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the lvp mech assy 8100. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken. No additional information. There was no patient involvement.

Manufacturer narrative:
Z-0950-2017 for air in line assembly. Z-2700-2017 for door latch. Z-2718-2020 for lvp iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, air in line, door latch, rear case, membrane frame, iui right, iui left. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 16mar2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was broken. No additional information. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was broken. No additional information. There was no patient involvement.